Manufacturer narrative:
During testing the device delivered a measured volume of 19.76ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/-1ml (+/-5%). The device history was downloaded at the mfg facility. A review of the history indicates on (B)(6)2010 at 14:12, the device was powered on. At 14:15a, the shift was cleared and the device was programmed for continuous only, to deliver in ml mode, with a 5ml/hr rate, a 230ml vtbi, a 0ml/hr kvo rate, a 250ml container size, and air sensitivity off. Between 1416 and 1419, the keypad was locked and the device was powered off twice and on once. Between 15:31 and 15:44, the device was powered on, a using battery alarm and a start infusion alarm occurred, and silenced twice. At 15:45, the infusion was started. There is a new day stamp indicated on (B)(6)2010 and (B)(6)2010. Between 07:37 and 07:54, there were four proximal occlusion alarms. Between 07:57 and 07:58, the infusion stopped and the device powered off. At 08:54, the device was powered on and a using batteries alarm was indicated. At 08:56 the device was powered off. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported the patient received more medication than intended. On an unspecified date and time, the device was programmed for continuous only mode, to deliver in ml, an unspecified concentration of 5fu, with a rate of 5ml/hr, a 230ml vtbi (volume to be infused) and a 250ml container size. On (B)(6)2010 at 15:45, the customer contact reported the delivery was started for a duration of 46 hours. On (B)(6)2010 at 08:00, the homecare pt notified the user facility that the device was alarming for distal occlusion and that the container was empty. The homecare nurse reported the display indicated 199.8ml had been delivered and that the delivery was complete 5 1/2 hours earlier than expected. There were no reported adverse pt effects. The customer contact reported the pt as fine. No medical interventions were provided. The device was removed from clinical service. Though requested, no add'l info was provided.